Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump was not functioning properly. The blood glucose reading was over 600 mg/dl. The customer stated that she had been hospitalized due to a blood clot that damaged a vein in her left hand, and she noted that she also has fibromyalgia. She treated her high blood glucose levels with 20 units of insulin via manual injection. She stated that the insulin pump had gone crazy and had alarmed weak battery, as well a failed battery test. Upon troubleshooting, the customer was advised that if she replaced the battery, the device should work as designed. She was assisted with programming all of her settings and advised to contact emergency medical services regarding her high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.